Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the fourth inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.